Manufacturer narrative:
Siemens has completed the investigation. A review of the system data logs found that the cooximetry sub-unit on the instrument in question was performing as intended. There were no recorded system or sensor related errors/messages in and around the time of the escalated sample. For the sample in question, the optical spectrum failed to meet the internal quality requirements for whole blood and the cooximetry parameters were flagged as ¿question result¿. Parameters flagged for atypical responses are not reported. The instrument was working as intended and per its specifications, it flagged the coox results for this sample with a question result flag.

Event description:
Customer has reported having an issue with the inability to measure methb on their rp500e instrument. There was a patient administered to the ed, with very brown blood. Due to the symptoms, the ed expected a sodiumnitrite intoxication. Due to the lack of result the customer stated they were unable to provide antidote and the patient subsequently died.

Manufacturer narrative:
Siemens has requested more information and instrument files for further investigation. Per the instrument manual, when "---?" Is displayed "the system detected an atypical response when measuring the parameter." The cause of this event is unknown.